Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: (B)(6) 2024 h.6 investigation summary material #: (B)(4) lot/batch #: (B)(4) bd received 28 samples and 2 photos for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hub-holder separation was observed. A crack was observed on the connection portion of the holder. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd determined that the root cause of the indicated failure mode was attributed to a specific cavity in one of the mold tools. This cavity has been blocked and will be repaired during the next preventative maintenance of the tool. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the hub separated from the device while the device was in a patient. This occurred four times. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the hub separated from the device while the device was in a patient. This occurred four times. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.